Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-28207. Related manufacturer reference number:2017865-2021-28208. It was reported that the patient deceased. It was discovered that the implantable cardioverter defibrillator exhibited undersensing, failure to convert rhythm, and no high voltage output. It was noted that the patient detected true vt/vf and delivered shocks which were unsuccessful in converting the rhythm.